Event description:
It was reported that the patient presented in clinic for a ventricular tachycardia (vt) ablation procedure. The vt procedure was commenced via a thoracotomy, and it was noted post thoracotomy the patient went into ventricular fibrillation (vf). Four external shocks were applied to no avail, and then an internal shock was delivered by the implantable cardioverter defibrillator (ICD) via pressing the emergency shock button on the programmer. Post shock pacing from the ICD reverted the patient to sinus, but when the ICD returned to bradycardia pacing, no capture was seen on the right ventricular (rv) and right atrial (ra) leads. The output was increased to compensate for possible higher capture thresholds, but this did not resolve the issue. The procedure was completed as the patient was not pacing dependent. The physician believes the external shocks may have damaged the ICD. The patient is in stable condition.